Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating rv pace impedance values for the last 12 months with measurements greater than 3000 ohms. Technical services (ts) discussed this may have been attributed to the spring contact. The field representative was advised to turn off the respiratory rate trend (rrt) feature. It was also reported that the patient received a shock for ventricular fibrillation (vf). The health care professional (hcp) requested further review of the stored episode. It appeared that the patient may have been in v-flutter that degraded into vf just before the shock. The shock then converted, and the patient went into a very fast a-flutter that appeared to degrade into atrial fibrillation (af). Ts agreed that it did not look like typical af, and there were some "extra noise/signals" on this right atrial (ra) lead. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).